Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical product: 5554-53, implanted: (B)(6) 2007. The initial reported event of rv lead integrity alert (lia) triggered, noise and tip fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and during device check right ventricular (rv) lead noise was confirmed. The rv lead detection was turned off, and the patient was hospitalized. An x-ray photo was obtained, and additional device check confirmed noise. The patient was transferred to the implant facility for rv lead revision. During the revision procedure, test confirmed tip fracture, however the coil was identified as reusable. A implantable pacing lead (ipl) was implanted, and coil of the rv lead remained in use. No patient complications have been reported as a result of this event. Additional information received indicated rv lead failure was suspected - high impedance lead shock coil. An alert triggered due to impedance of superior vena cava (svc) coil and rv coil was high. Therefore the patient visited the hospital. The patient had no subjective symptom. Alert settings of svc and rv coil were reprogrammed as off. The rv lead remains in use. The patient scheduled for follow up visit on a later date. Additional information received indicated the patient was transferred to a different facility and, a subclavian angiography was performed on the same day. An occlusion was diagnosed due to poor contrast agent flow. The patient was hospitalized and examined. It was a lso reported that the patient was transferred to another healthcare facility for rv lead extraction.

Manufacturer narrative:
The aware date for regulatory report# 2649622-2019-20913 should have been 2019-10-20 not 2019-10-19. Removal of fdp c76143. If information is provided in the future, a supplemental report will be issued.